Event description:
Customer reported that she was hospitalized due to hyperglycemia. Customer stated that she was at the program and was cleaning and got a headache and was dehydrated. Customer was wearing the insulin pump at the time of the emergency room visit. Customer stated she was treated with intravenous in neck an manual insulin injection. Blood glucose level at the time of the admission was 600 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.